Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that dissection occurred during the procedure at the level of the distal posterior cerebral artery after several attempts to reach the left cerebral arteria posterior. The event resolved the same day with no further treatment, intervention, or hospitalization. The event was not the result of a device deficiency. The event was assessed as caused by the procedure, and not related to the device or an underlying condition/disease. The patient was undergoing treatment for clots located in the p2 segment of the right posterior cerebral artery and the p3 segment of the left posterior cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 3. The patient's mrs score was 3. Additional information was received that diagnostic imaging (head CT without contrast) result showed cortical ischemia with luxury perfusion on (B)(6) 2021.